Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels up to 406 (mg/dl). Customer delivered a bolus to address bg level and went to bed; however, customer woke up a few hours later and found that his infusion set was disconnected. Reportedly, customer sometimes disconnects from the luer lock while showering. The pump supplies were changed and customer delivered another bolus for breakfast which resulted in a low bg value of 30 (mg/dl). Emergency responders were called on (B)(6) 2016 and transported the customer to the hospital. While hospitalized, customer was treated with dextrose and intravenous fluids and released (B)(6) 2016 with issues resolved. Customer will receive additional pump training from a tandem representative.